Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed that the lens was received in one piece. Dust particles were observed on the sample. Visual inspection of the returned sample did not show any nonconformances. The lens condition is consistent with a lens that was explanted from the patient's eye. The information, although limited, does not indicate any relationship of the complaint with the iol design or manufacturing. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed in a secondary procedure due to halo and glare issues experienced by the patient since the lens was first implanted.